Event description:
The customer reported that the fluoro image was jumping. The fse reported the live image is jumping on the monitor and the primary collimator ring is visible when this happens. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.